Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 06-sep-2018 device evaluation: the device has been returned and evaluated by product analysis on 20-aug-2018 with the following findings: a review of the black box showed a call service 064 alarm had occurred. The returned battery cap was undamaged and able to fit. The pump could exercise with no call service 064 alarm or any alarms. The alleged call service alarm issue was unable to be duplicated. The pump cover was removed and further moisture ingress was found to the display screen and the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.